Manufacturer narrative:
Patient information is unknown. Lan t. Et al (2017). Comparison between zero-profile spacer and plate with cage in the treatment of single level cervical spondylosis. Journal of back and musculoskeletal rehabilitation, pages 1-6. China. 510k: this report is for four (4) unknown screws: zero-p /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is not applicable as still implanted. Explant date is not applicable as still implanted. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Device report reports an event in (B)(6) as follows: this report is being filed after review of the following literature article: lan t. Et al (2017). Comparison between zero-profile spacer and plate with cage in the treatment of single level cervical spondylosis. Journal of back and musculoskeletal rehabilitation, pages 1-6. China. The purpose of this study was to compare the clinical and radiological outcomes of patients with single level cervical spondylosis using either zero-profile spacer (zero-p; synthes gmbh, switzerland), group a or anterior cervical plate and cage, group b. This is retrospective review of a study of 68 patients (39 males and 29 females) with symptomatic cervical spondylosis who underwent single level anterior cervical discectomy and fusion (acdf) from january 2013 to may 2015. All patients included in this study signs experienced symptoms and signs of cervical radiculopathy or cervical spondylotic myelopathy for which conservative treatment was ineffective for at least 6 weeks; and 1 level spinal cord or root compression visible on recent magnetic resonance imaging (MRI). Out of 68 patients, 35 patients with a mean age of 54.05 +/- 10.11 years received treatment by zero-profile implant (zero-p; synthes gmbh, switzerland) (group a). The zero-p was fixed by 4 screws cranially and caudally. Intraoperative blood loss and operation time were recorded to investigate the surgery safety. Japanese orthopaedic association (joa) score and visual analogue scale (vas) score of neck were used to evaluate clinical outcomes. The incidence of dysphagia was recorded using the bazaz system during the follow-up visits. The lateral plain radiographs of cervical spine were used to measure the cobb angle that is defined as the acute angle between the cranial endplate of c2 and the caudal endplate of c7. All patients were required to take cervical x-ray on admission, 3 days after surgery and follow up at 1, 3, 6 month and last visit. The average follow-up duration of group a 23.68 months and group b were and 24.39 months, respectively. Fusion criteria was evaluated by x-ray and CT scan simultaneously. Fusion criteria included: no transparent belt between fusion cage and the interfaces of upper and lower endplate; bone trabecula passes through fusion cage and the interface of endplate; CT scan shows that continuous bone trabecula passes through the gap between interbody fusion cage and adjacent endplate. The following complications were noted: nine patients implanted with zero-profile implant and screws complained of mild dysphagia (rare occurrences towards solids) on the day of operation. Two patients implanted with zero-profile implant and screws complained of moderate dysphagia (rare occurrences towards liquids and occasionally only with specific food) on the day of operation. Four patients implanted with zero-profile implant and screws had dysphagia after 1 month. Two patients implanted with zero-profile implant and screws had dysphagia at the 3 month follow-up. This report is for unknown zero-profile implant (zero-p; synthes gmbh, switzerland) and unknown zero-p screws. This report is for four (4) unknown screws: zero-p. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product code, device common name. Implant date is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.